Event description:
The pt experienced a loss of therapeutic effect. It appeared that the deep brain stimulator was in a power on reset condition. The cause of the power on reset was unk. The pt had an appointment with his hcp. Add'l info has been requested. A follow-up report will be submitted if add'l info becomes available.

Manufacturer narrative:
(B) (4).